Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation confirmed the customer's reported issue; no image and when the cable was manipulated the image showed noise. Further review noted the cable was critically buckled/kinked below the protector boot due to stress. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oit) was informed by the customer that the camera head will be returned for service due to "lack display" during preparation for use; routine check of the device. The fault was a video processor connection problem. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image did not display due to a damaged cable. The specific root cause of the damaged cable could not be determined at this time. Olympus will continue to monitor field performance for this device.